Event description:
Hill-rom received a report from a hill-rom technician stating the brakes at head of bed are not holding. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found both the left and right caster stems broken causing brakes not to hold when the brake pedal is applied. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced both the left and right casters to resolve the issue. Based on this information, no further action is required.